Event description:
Pt alleges that the compress burst after heating, scalding 2 fingers. Went to the emergency room, but gave no indication of whether or not medical treatment was dispensed. In a follow-up letter sent on 07/27, (received on 8/3/2000) pt requests reimbursement for medical bills incurred. Original determination amended to file an MDR.